Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on (B)(6) 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed by the user on the (B)(6) 2013 and that it had performed all weekly auto self-tests up to (B)(6) 2014. The pad pak was removed and reinstalled on (B)(6)2015. On the (B)(6) 2016, the device failed a weekly auto self-test due to a low battery. On the (B)(6), the device was still in fault mode and a fluctuation in the voltage was observed which suggested the user had replaced the pad pak. Devices which are returned for switching on automatically have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration. The current drain of the device was within specification and there were no ten-minute manual power ups recorded within the history log. The battery monitoring circuitry was verified which would suggest that the low battery fails occurred because of either an incorrectly seated pad-pak or the installation of a depleted pad-pak for the self-tests as the drop-in voltage observed during this period was significant. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.